Event description:
The user received a questionable creatinine generation 2 (creatinine) result for one patient plasma sample. The initial result was 432 umol/l and was reported outside the laboratory. The repeat result was 67 umol/l. Due to the initial result, a kidney x-ray was performed and the patient was sent to a kidney specialist. After the x-ray, a new sample was taken and the result was 60 umol/l, which was consistent with the repeat result from the first sample. The patient was not adversely affected due to the event. The creatinine reagent lot number was 647128. The field service representative performed a rescheduled six month maintenance.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Quality controls were acceptable. A problem regarding insufficient analyzer pipetting precision or insufficient maintenance activities could be excluded. Atypical reaction kinetics clearly showed an interference/disturbance in the reaction which caused the high non-reproducible initial result. A reagent carry-over issue was suspected. Intensive maintenance of the wash unit including flushing of the system and reagent probes was recommended. No adverse event was reported.